Event description:
It was reported that this implantable device was unable to interrogate. Boston scientific technical services (ts) stated that health care professional (hcp) tried prior to interrogation but it failed. Ts discussed troubleshooting and suspect that the device software needs to be updated by programmer. This device remains in service. No adverse patient effects were reported.